Event description:
An implanted slic screw did not hold its fixation so it was explanted to perform a 4 corner fusion. During explantation, because the surgeon did not have the proper slic screw removal instruments, the screw was cut in half to remove it. The scaphoid section was cut out and the lunate section was left in the bone. The 4 corner fusion was performed with a hub cap plate.